Event description:
Heater probe catheter was inserted into the pt's colon; colon was washed then catheter removed. When rptr inserted biopsy forceps, rptr saw the tip was off the catheter. Rptr removed it with the biopsy forceps. No bleeding or damage was noted at the site. This was the third use of the catheter.